Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. No accuracy failure was found. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
F1906: medtronic imaging and navigation aborted (placed screws manually) f1908: delay to the procedure of one hour or longer f26: no patient impact h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the guidance system underwent two soft reboots during registration, returning to the login screen. After logging back in, the setup for the case was restarted. Upon registering the patient, the planned trajectories in navigation appeared shifted towards the patient¿s head, indicating alleged inaccuracy, with the plan appearing too high on the patient. The patient was re-registered, but the navigation continued to show the planned trajectories shifted towards the patient¿s head. The surgical team decided to place screws manually due to the system issue. The length of external surgical time was one hour or longer and no patient complications have been reported as a result of this event. The amount of inaccuracy was between 3.5mm and 10mm.